Event description:
Revision surgery - due to the patient having instability.

Event description:
Revision surgery - due to the patient having instability.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 13 years, 11 months, 5 days of patient use. No further details regarding the instability were reported. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there has been 1 prior complaint reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and hence a definitive root cause cannot be determined. Factors which may cause joint instability that are not associated with the implants are; incorrect implant selection, incorrect surgical technique or patient bone deterioration there was no information reported that evidences a material, design, or manufacturing problem with the product.